Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were inserted for endovascular treatment of an abdominal aortic aneurysm in 2001.the patient had a narrow distal aorta and small external iliacs with no calcification or tortuosity. It is reported that the physician pre-dilated the iliacs with 8mm, 9mm and 10mm pta balloons. As the physician advanced and pushed the stent delivery system, the device bowed, subsequently rupturing the iliac artery. The device did not pass the aortic bifurcation and was not deployed in the patient. The patient underwent open conversion;: however, the patient's post-procedure status is unknown. There is no additional clinical sequelae reported related to this event. Further information is pending from the facility.